Event description:
Information received indicates the nurse call function is not working.

Manufacturer narrative:
The technician found the pc board in the j-box not working. The technician replaced pc board to repair the bed.